Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested/ device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a cheek bone orif (open reduction internal fixation) on (B)(6) 2018, the screwdriver handles broke. There were no broken parts in the patient¿s body. The surgery was completed by using alternative handles. There was less than 30 minutes surgical delay and there was no adverse consequence to the patient. Patient¿s post-operative status is fine. This report is for a handle-medium mini-quick-coupling. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a device history record (DHR) review was conducted for part: 311.012, lot: 1009820: manufacturing site: haegendorf, release to warehouse date: 16.apr.1998: the device history record shows this lot of 50 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection lot 1009820: handle, w/mini quick coupling arrived in disassembled status; the blue handle is in very used condition ¿ however, the narrative from the complaint description (broken item) could not be confirmed. Functional test / dimensional inspection: the investigation confirmed that the damage of the handle w/mini quick coupling is determined to be post-production/acceptance criteria, therefore no drawing/specification review is needed. Document/specification review: according to the relevant drawing the shaft is secured by a safety screw and additional applied adhesive. Summary: the received condition of the instrument is not in concordance with the complaint condition mentioned in the complaint description. The handle, w/mini quick coupling arrived in disassembled status and the blue handle is in very used condition ¿ however, the narrative from the complaint description (broken item) could not be confirmed. The review of the production history revealed that this instrument was manufactured in april 1998 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. These instruments are function checked per 100% before they leave the manufacturing site. There were no issues during the manufacture of this product that would contribute to this complaint condition. Upon manufacturing, the shaft was secured by a safety screw and additional adhesive. The damage occurred is determined to be post production/acceptance criteria. Considering that this device is more than twenty years old the damage appears to be the result of repeated use and wear over the life of the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Only top level of the device history record reviewed as sub-components are not lot tracked. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.